Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 37", "defib fault 85", "defib fault 80", "system fault code 36", "paddle fault", "defib disabled", "pacer disabled" and "discharge fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product,and will be providing a follow-up report when our investigation is completed.